Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer received a sensor scan result of 'lo' (reading < 40 mg/dl) and experienced symptoms described as sweating and "body shaking". Customer had contact with a healthcare provider who obtained a reading of "300 plus" on their device and customer was treated with insulin (dose/type unspecified) for a diagnosis of hyperglycemia. Readings of 39 mg/dl and 300 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.